Event description:
On 2/2/1999, pt was to have a cystoscopy done. Pt was put under anesthesia while doing the procedure, physician attempted to put a right angle cutting electrode in to do a right cut; right angle and the disposable device malfunctioned. The right angle wire at the tip of the device was missing.